Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to: heater bag temperature failed performance specification for fluid delivered out of specifications.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for the heater bag temperature test. The device passed the rite electrical test. The product analysis lab evaluated the device. The tempmon feature of the crt (cycler remote toolbox) software was used to diagnose the heater system. No communication or heater issues were observed; heater system was functioning properly. The cause of the rite heater bag temperature test failure was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.